Manufacturer narrative:
The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 5pm. The cca was advised the patient manages her diabetes with novolog 70/30 insulin (25 units), metformin pills (500 mg) and glipizide pills (10 mg). It is not known what action the patient took at the time of the alleged issue. About 4 ½ hours after the start of the alleged issue, the patient claimed she felt shaky. The patient took food and/ or drank a beverage as treatment. On the morning of (B)(6) 2011, the patient obtained a blood glucose result of "205 mg/dl" with another device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through resolving the alleged issue. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.